Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump display has scratches and is difficult to read. There is no reported adverse event with this complaint. This report is being made due to the display issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: there were multiple scratches on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.